Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the flow sensor assembly had failed on the device. The device's flow sensor was replaced to address this issue. Additional findings not related to the malfunction/issue there was no evidence of foam particles found on the device.